Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, sticking pump was reported. The pump only was explanted and replaced. The original cylinders remained in situ.

Event description:
Additional information received indicated the pump was very hard.

Manufacturer narrative:
This follow up MDR is created to document the additional event information and evaluation of the returned device. A titan touch pump was received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on the longer pump exhaust tube and pump inlet tube. Indent lines were noted near the detachment end of the inlet tube of the pump, indicating where the connector was attached. Testing revealed these were not sites of leakage. No functional abnormalities were noted with the pump. The information received indicated the device was difficult to inflate due to a "sticking pump", but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.